Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is second of two reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a viscoelastic solution and associated cannula was used in conjunction with an ophthalmic operating microscope during cataract surgery when the depth perception through the microscope allowed the viscoelastic cannula to puncture the anterior capsule.